Event description:
Situation: while giving dtap injection I noticed medication squirted from the hub of syringe. Background: patient was in for a 15 month checkup; this was a routine vaccine. Assessment: I informed md and she advised vaccine needed to be repeated, since I did notice that entire fluid was not administered. Recommendation: father agreed to the second dose; he himself noticed that all of the fluid came out of the syringe. Per md recommendation, dose was repeated.